Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 404 mg/dl. The customer treated with the pump. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer declined to check for air bubbles. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin exited during manual prime. The customer was advised to monitor the pump.